Event description:
Repair statement customer stated problem: low o2 or yellow light. Verified: yes. Key: pilot poppet valve not shifting. Additional malfunctions are the tie wraps and the gear clamps for the tubing leak.